Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow blockage on (B)(6) 2025 within 3 hours of insertion at abdomen and the blockage was in the tubing, which resulted in elevated blood glucose (320 mg/dl and 500 mg/dl), therefore patient had received correction injection via multiple daily injections (mdi). The changed soft cannula infusion set only and resumed insulin. No further information was available.